Event description:
It was reported that the cannula broke in the pt's knee during the first use. It was reported that the middle shaft broke off from the stopcock area. An old set of the hardware was used to complete the case. It was also reported that there was no injury to the pt.